Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported after visiting their dentist that the orthodontist assistant as well as the dental technician, stated that the retainers are causing more of hinderance than help for them. The aligners have caused heavier gapping between their top and bottom teeth, their molars are now not closing in the normal spots they had been, and the aligners overall as they stated on multiple occasions does not fit my teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.